Manufacturer narrative:
Correction: follow up # 2 made because evaluation summary was not attached during follow up #1.

Manufacturer narrative:
Field d9: updated to "yes" field g3: updated "date received by manufacturer" field g6: updated to "follow-up # 1" and "30-day" field h2: selected "correction, additional information, and device evaluation" field h3: updated to "yes". Checked "evaluation summary attached" box field h6: added type of investigation to "10". Added code "18" to investigation conclusions codes. Field h10: added description of changes.

Manufacturer narrative:
The device was not returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. The customer stated that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damage haptic is but is not limited to: loading strategy, lens placement technique, accessory device support and poor handling during folding and inserting. At this time, without a proper device analysis, a definitive root cause cannot be determined. However, there is no indication of a product quality issue with respect to manufacturing, design, or labeling. Risk assessment has been reviewed within the technical file for 3pc hydrophobic lens. Risk assessment identifies damage of iol optic and/or haptic to potentially be caused by use of inappropriate surgical instrument or improper handling or improper implantation technique. This is seen as a reasonably foreseeable misuse that may result in additional surgery because of impaired vision; and potential iol explantation. This is considered as a serious severity of damage that may result in injury or disability which requires surgical intervention. The likelihood of occurrence is estimated to be occasional. The resulting risk is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the haptic broke. Lens was removed and another lens was implanted.